Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
During a hip surgery, the assistant of the surgery detected that the size of product that was inside the package was different from the size that was indicated in the label of package. The label said 44-0 but the real size was 44-1. The assistant received the product sealed and sterile. The device was implanted.

Manufacturer narrative:
An event regarding a product mix involving a exeter stem was reported. The event was not confirmed. Device evaluation and results: not performed as device remains implanted. No information was received for review with a clinical consultant. Review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Review indicated there have been no other similar events for the reported lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, packaging lables or post-op xrays are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
During a hip surgery, the assistant of the surgery detected that the size of product that was inside the package was different from the size that was indicated in the label of package. The label said 44-0 but the real size was 44-1. The assistant received the product sealed and sterile. The device was implanted.